Event description:
The customer reported the system is intermittently displaying a potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable, back plane, and collimator. System operates as intended. (B) (4).